Event description:
Pt for elective facial surgery in 2007. Post-operatively, the pt was to use the aquecool mask. Four days later, the unit began to smoke and was immediately unplugged. The rep from the rental company removed the unit and provided the pt with a replacement. According to the rep, the unit was returned to the MFR.